Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. Technical services (ts) advised the rv lead impedance had been increasing gradually over the last year and recently triggered a lead safety switch, the lead is now in unipolar configuration. Ts provided since the rv lead is in unipolar configuration the system is not magnetic resonance imaging conditional. Additional information has been requested but not provided at this time. This rv lead remains in service. No adverse patient effects were reported.